Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced four occurrences of a failure code 801:17.?this condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an inoperative keypad. To correct the condition, the keypad was replaced. If any additional information is received, a follow-up MDR will be sent. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.